Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. On (B)(6) 2016 a follow up computed tomography (CT), 2 months post initial procedure, showed a type 1a endoleak with contrast visible outside graft lumen. The patient has not been rescheduled for a subsequent endovascular procedure. The patient is in stable condition.